Event description:
The lay user/patient contacted lifescan alleging the meter has a line going through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The physician deployed a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex, following pre-dilatation of the lesion with a 2.5mm diameter x 15mm length balloon. No issue was reported. During the procedure, two other stents were deployed, a 2.5mm diameter x 24mm length and a 2.75mm diameter x 12mm length rapid exchange (rx) to the proximal left anterior descending and mid left anterior descending. (MFR report numbers 2953200-2010-00809 and 2953200-2010-00810). It was reported that approximately three months post-index procedure, the pt passed away from heart failure.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(6) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.